Event description:
On (B)(6) 2024 (B)(6) patient was transferred to our facility with a stemi. Emergent films reveal 100% stenosis of mid rca (right coronary artery). Predilated with 3.0x15 euphora balloon; 3.5x30 medtronic onyx frontier des deployed to 12 atm for 30 sec with good expansion noted. Good result with 0% residual stenosis and timi iii flow. Pt. Did well post pci and was dc'd (discharged) to home (B)(6) 2024 on meds including asa 81 mg and prasugrel 10 mg qd (every day). On (B)(6) 2024 pt was at (B)(6) clinic to establish care and screening EKG performed which showed st elevation. Transported to our ed by ems. Pt. Notes that since dc (B)(6) 2024 he has had intermittent "uneasiness" in his chest with no provoking or relieving symptoms. Does report compliance with dc meds asa and prasugrel. Taken to ccl for urgent cath. Films reveal 100% stenosis with heavy thrombus at the proximal edge of previously placed stent in the mid rca (right coronary artery). Ivus shows that stent was well apposed and fully expended. There did appear to be moderate/severe plaque at distal edge of stent. A 3.0x38 medtronic onyx frontier placed at distal portion of mid rca. Intracoronary integrilin given with no change in thrombus. A 3.0x26 medtronic onyx frontier carefully positioned in proximal portion of mid rca in overlapping fashion with previously placed stent. 3.5x20 nc euphora to post dilate stents. Final films reveal good angiographic result with timi iii flow. Pt continued to do well and was discharged home (B)(6) 2024 on meds including asa 81 mg and prasugrel 10 mg qd (every day).